Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 571 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. Customer was not using auto mode feature active at the time of event. Customer stated that blood glucose was not going down after doing bolus and syringe. The insulin pump will not be returned for analysis.